Event description:
It was reported that the ipg came out of the pocket site. Additional information was received that the patient underwent a revision procedure to explant and replace the ipg. The patient is doing well postoperatively.

Manufacturer narrative:
With the reported observations and the labeling review, it has been determined that the pocket site erosion was likely a result of ipg migration which is a known inherent risk with use of the ipg as documented in the instructions for use (IFU). The ipg sc-1216 serial number (B)(6) was analyzed and revealed that it passed the visual inspection and the residual gas analysis. A labeling review indicated that the reported skin erosion at the ipg site can occur over time. A labeling review was performed for the ipg and it did not reveal any anomalies as the instructions for use (IFU) states that the possible risks of implanting a pulse generator as part of a system to deliver spinal cord stimulation include skin erosion at the ipg site can occur over time. Possible surgical procedural risks include temporary pain at the implant site, infection, cerebrospinal fluid (csf) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis. The IFU also states that in some cases, the skin over the stimulator may become very thin over time and over time, the stimulator may move from its original position. If this occurs, patients should contact their physicians.

Event description:
It was reported that the ipg came out of the pocket site. The patient underwent a revision procedure to replace and explant the ipg. The patient is doing well postoperatively.